Manufacturer narrative:
The carefusion failure analysis engineer evaluated the uim control pcba the screen remained blank and all led's were continuously illuminated. The control pcba was not receiving a new software upload. Findings/root-cause: control pcba software 4.6 issue. This issue is being addressed in an internal corrective action.

Event description:
Display/monitor malfunction customer claims this uim does not power up, only the leds on the membrane panel are lit-up.

Manufacturer narrative:
(B)(4).